Manufacturer narrative:
Additional information received on july 16, 2024, indicated that the date of removal updated to (B)(6) 2024. Patient also will have mastopexy, capsuloplasty of the right implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 01, 2024, indicated that this patient has been scheduled for surgery on (B)(6) 2024 and has an MRI confirmed rupture on the right. She will be having a unilateral implant replacement to replace sn #(B)(6) ref# (B)(4). Reason for device explant and/or reoperation: silent rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 28, 2024 indicated that the MRI examination confirmed the right sided intracapsular rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, 800cc silicone prosthesis experienced right sided silent rupture post operation. The issue was diagnosed through in person examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on aug 1, 2024, indicated that the patient also experienced asymmetry of the nipple-areolar complexes of the right side. As a result, patient underwent right sided replacement with ref 350-5800bc s/n (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on september 26, 2024: the product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth uhp 800cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).